Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-02674. It was reported that during generator change, noise oversensing was noted on both right atrial and right ventricular leads. It was further noted that the lead noise was chronic. The leads were capped and replaced on (B)(6) 2020. The patient was stable.